Manufacturer narrative:
Additional information: h3, h6, h10. The returned device was identified as catalogue # 5c4482 which has a brand name of minicap transfer set and a 510k # of k152675. H10: one actual sample was received for evaluation with a patient connector attached to the female connector. A visual inspection with the naked eye and magnification noted the female connector separated from the main body. There was evidence on the female connector an insert chip was present. There was no damage observed to the female connector or patient connector. The connection between the female connector and patient connector was leak tested with no issues or leaks observed. The reported separation was verified. The cause of the separation is related to inadequate solvent application during manufacturing. A nonconformance has been opened to address the separation issue. The reported difficulty disconnecting the female connector from the patient connector was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of a minicap transfer set; further described as when trying to disconnect from the patient line, "the navy blue part (the sterile end of transfer set that has the screw part) twisted off with the patient line as if it were stuck inside the patient line." This occurred at the end of peritoneal dialysis therapy. The patient twisted the set back together and returned to the clinic with the cassette attached to the patient. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.